Event description:
Patient was implanted with the nalu spinal cord stimulator on (B)(6) 2022. At the time of implant, the patient requested that the implantable pulse generator (ipg) be placed in a different location than was used during the initial trial phase. While prone for surgery, the ipg and therapy disc connected and performed as expected. After recovery the patient discovered that moving to an upright position caused connectivity issues. Nalu representatives determined that the placement of the ipg was in a skin fold when the patient was sitting or standing upright and only maintained connection when the patient was prone. Revision was performed on (B)(6) 2023 to move the ipg to a more optimal location.